Event description:
It was reported that the patient had maceration of the skin around the wound. Based on the limited information available to smith & nephew at this time, this event is deemed to be a serious injury pursuant to 21 c.f.r. Part 803.3.